Event description:
During a colon resection surgery, the md used the ta-90 to staple the colon. The instrument did not lay down a staple line and the bowel, therefore was not closed causing spillage of bowel content into the peritoneal cavity. Area was lavaged, a new instrument obtained (ta-90) and it worked well. All the debris was removed from the site and everything lavaged again. Md felt that there was probably little contamination of the peritoneal cavity, but there was contamination of the subcutaneous tissues. The subcutaneous tissue was left open and the skin was stapled intermittently with wicking between the staples. She left the operating room in satisfactory condition and was sent to the ICU. As of 8/24, the pt has been extubated, the colostomy appears to be working and there are no signs of infection noted.